Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the ipg would not communicate with external devices. The patient has not charged the system since (B)(6) 2020. As a result, the ipg was inoperable and it was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
H6: conclusion code has been updated.